Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a display malfunction occurred. The target lesion was located in the left anterior descending (lad) artery. During platforming, the rpm read out and procedure time on the display of the rotablator console would not show up and the rotablator burr continued to run. The procedure was completed with a different device. No patient complications were reported as the device did not come in contact with the patient and the patient's status is stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).